Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulty and the subsequent treatment is related to the circumstances of the procedure. Based on the information provided and the returned device analysis, it is likely an anterior needle to cuff miss occurred. It is likely an interaction with patient anatomy (e.g., tortuosity, calcification, scar tissue) or user technique (e.g., position of device, position stability), or patient anatomy caused one or both needles to deflect inducing the suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using a small bore sheath (</=8f). Reportedly, a cuff miss [suture retrieval issue] was noticed with two prostyle devices. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.